Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is scheduled for an ipg replacement procedure.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was extracted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine implantable pulse generator (ipg) replacement procedure, the patient suddenly developed left heart failure. The replacement procedure was stopped and post-poned until the heart failure was treated. No further patient complications have been reported as a result of this event.